Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that at the patient¿s last refill on (B)(6) 2017, the hcp was only able to aspirate greater than 0.5 cc, but the expected volume was 5.8 cc. The office did not report this issue on previous refills. They planned to perform a dye study on (B)(6) 2017, but the patient went to the emergency room (ER) with signs of lethargy and reports of passing out without known cause. It was stated that the causes were unknown. There were no diagnostics/troubleshooting performed at the time of the report. A dye study was scheduled for (B)(6) 2017. The patient received narcan at the hospital on (B)(6) 2017. It was unknown if the issue was resolved and the patient status was alive with no injury. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The dye study was normal with no abnormality noted of the catheter. There was not a discrepancy when the doctor checked in the office on (B)(6) 2017. The patient appeared to have returned to her normal state of function without passing out or lethargy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.